Event description:
Admitted overnight with cardiogenic shock that has responded well to dobutamine her pump parameters are consistent with thrombosis and ldh is elevated. Location is either in pump or outflow graft. Cardiogenic shock 2/2 lvad thrombosis. Initially stabilized with dobutamine and ne, was escalated to percutaneous ECMO support which was then complicated by worsening hypotension from vasodilatory shock. Given worsening hemodynamics, care was withdrawn with family consent.